Manufacturer narrative:
Manufacturer's report date: 02/24/2011. (B)(4). The device event log showed that various midazolam infusions over three days were programmed using a dose of 0.1mg/kg/hr resulting in a rate of 0.15ml/hr. At the time in question the dose was changed to 0.3mg/kg/hr which resulted in a rate of 0.45ml/hr. The restore feature was used three times after syringe infusion complete messages, and each time another infusion at dose at 0.3mg/kg/hr was started. At 08:55 am, the dose was changed to 0.1mg/kg/hr resulting in a rate of 0.15ml/hr. No guardrail alerts occurred during any of the infusions since the dose did not exceed the customer's pre-determined guardrails limits. The cause of the customer experience could not be definitively determined, although it appears to be user programming. No device was returned.

Event description:
Customer requested log review to know when the rate was changed. Versed in a 60ml syringe 1:1 concentration was started at 18:00 to infuse at 0.15ml/hr. At some point the rate was increased to 0.45ml/hr. Pumps are reset every 2 hours and the nurse reports the dose may have been changed instead of the rate. Dopamine was infusing on another module (1600mcg/ml in 60ml syringe) being titrated with doses between 0.5 and 1.2ml. Fentanyl (5mcg/ml in 60ml syringe) was being infused at rates of 0.75 to 1.0ml. The pt decompensated with bradycardia and drop in b/p. She reported at the same time the wrong dose was found there were also issues with the breathing tube, so it is difficult to know what caused the pt response. The pt was reported back to baseline. She requested the logs be reviewed for (B)(6) 2011 at 18:00 to (B)(6) 2011 at 09:00 to cover the event.